Event description:
A consumer reported that following use of this product, it caused his eyes to burn, had to go to the hospital where tests were performed on the eyes, and could "barely see at all". He reported having to rush to the hospital thinking he "was going blind". He reported he was given antibiotic and anti-inflammatory drops and the burning resolved within a few days. He reported he was unable to work due to these experiences. He also reported that upon use, the product was "discoloured and not as liquefied as it should be". In a follow-up with the reporter, he stated that it was actually his friend that used and experienced these events, but reported the events as if he was the actual consumer. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).